Event description:
(B)(4). I had procedure done in 2011 for heavy periods and back pain and cramps. I was told it would stop my periods and that I would never have children again. My periods started out as being light then returned to be heavy dark blood. My cramps were horrible, I was always bloated and had severe back pain. In (B)(6) 2016 I found out I was pregnant. The doctor was shocked saying I couldn't have children. Through ultrasound it showed I was 6 weeks pregnant with another sac filled with fluid. I was high risk and sent to a specialist. Every time I had an ultrasound my baby was growing and so was the other sac. They were concerned about the placenta. My son (B)(6) was born still at (B)(6) months. He weighed (B)(6). After I gave birth (vaginal) my placenta would not come out. I hemorrhaged and had to go to operating room to stop bleeding. Placenta was embedded into my uterus. My hgb was 7.5. I am now scheduled for a hysterectomy (B)(6) 2016.